Event description:
According to the reporter, the balloon couldn&#39;t be inflated. A new one was used without any problem. The problem was noticed prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).